Manufacturer narrative:
The manufacturing location is unknown. Device manufacture date is unknown. ]the device serial or lot number was unknown; (B)(4). Reporter¿s complete mailing address was not provided. Reporter¿s phone number was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(4) that during a knee prosthesis surgical procedure, it was observed that the power module device was losing strength until it stopped working in its entirety. According to the report, it was apparently due to battery failure which did not charge. It was not reported if there were any delays in the surgical procedure or whether a spare device was available for use. It was reported that the surgeon was able to complete the surgery. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
This is report 1 of 2 for the same event.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional information received from the reporter indicated that there was a 2nd power module device involved in this event, therefore this is event 1 of 2 for the same event. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The manufacturing location was documented as unknown in the initial report and has been updated as (B)(4). The device manufacture date was documented as unknown in the initial report and has been updated as 1/31/2018. UDI has been updated accordingly. Device evaluation: the actual device was evaluated and no failures were identified. Therefore, the reported condition was not confirmed and as assignable root cause was not determined. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If additional information should become available, a supplemental medwatch will be submitted accordingly.